Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip ring was damaged. Customer¿s blood glucose level was 141 mg/dl. Customer also stated that the insulin pump had crack at the battery compartment. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a crack on the battery tube which extends to the top where the battery threads are located. (B)(4).